Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event of inflammation/irritation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." The event inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Health professional reported "case of erythema overlying the seri which led to inflamed atrophied skin flap and an explant," side unknown.